Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock is not getting delivered. There was no patient involvement.

Manufacturer narrative:
H3 other text: device was not evaluated because customer refused repair service.